Manufacturer narrative:
The device subject of the reported event is being returned for evaluation. Investigation of this event is in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that the doctor experienced difficulty while utilizing their carr-locke injection needle during a patient procedure. The procedure was completed successfully, and no injuries were reported.

Manufacturer narrative:
The carr-locke injection needle subject of the reported event was returned for evaluation. During evaluation it was found that the needle was deployed; however, the luer was still in the locked position. Steris quality tested the function and operation of the returned device and were able to deploy and retract and needle without issues. The luer was also able to be locked and unlocked; no issues were noted with the function or operation of the device. As the reported event was unable to be duplicated and no issues were noted with the function or operation of the needle, the reported event can be attributed to user error. User facility personnel had left the luer in the locked position during use. Steris performed in-service training on the proper use and operation of the carr-locke injection needle and the importance of unlocking the luer during deployment. No additional issues have been reported.